Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic on (B)(6) 2021, and an episode of post-paced t-wave oversensing was noted on the implantable cardioverter defibrillator from (B)(6) 2020. Programming changes were made during the follow up. There were no patient consequences.